Event description:
The customer stated that she took readings from each finger within a few minutes and each result was different: 400+ mg/dl, 200+ mg/dl, 501 mg/dl and 249 mg/dl. She then tested using a competitive meter and received three readings in the 200+ mg/dl range. A review of the system was conducted over the phone. This review did not indicate any malfunction with the meter. The customer was asked to return the meter for further testing and a replacement was provided. The customer was invited to call with future questions/concerns.